Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated incisional/ventral hernia. It was reported that after a procedure where this device was implanted, the mesh tore at the midline. The patient also experienced small bowel obstruction, and adhesions. Treatment included surgical lysis of the adhesions, mesh revision, and later full removal of the mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced mesh torn apart at midline, pain, abdominal wall sinus tract/mesh infection, recurrence, small bowel obstruction, adhesions, two abdominal wall sinuses which have not healed, and limited mobility. Post-operative patient treatment included revision surgery, removal surgery, as well as lysis of adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 (updated all codes, added patient codes and imf codes, ime e2402: "sinus tract"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced mesh torn apart at midline, pain, abdominal wall sinus tract/mesh infection, recurrence, small bowel obstruction, adhesions, two abdominal wall sinuses which have not healed, and limited mobility. Post-operative patient treatment included revision surgery, removal surgery, hernia repair with new mesh and lysis of adhesions.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced mesh torn apart at midline, pain, abdominal wall sinus tract/mesh infection, recurrence, small bowel obstruction, adhesions, two abdominal wall sinuses which have not healed, limited mobility, small bowel ileus, inflammatory fibrous serositis, hemorrhage, fat necrosis, abscess, edema, labs abnormal for wbc, fibrosis, seroma, enterotomies, extremely diseased fascia, mesh tore away, hematuria, abdominal pain, open draining abdominal wound, bloody purulent fluid, bilateral lower extremity dvts, & multiple bilateral pulmonary emboli. Post-operative patient treatment included revision surgery, removal surgery, hernia repair with new mesh, lysis of adhesions, x-ray, CT scan, IV fluids, IV antibiotics, ng tube, small bowel resection and anastomosis, bilateral component separation, dissection of diseased tissue, pain medication, hospitalization, antibiotics, & anti-coagulation medication.

Manufacturer narrative:
Additional info: (patient codes, device codes, ime e2402: ileus, serositis, labs abnormal for wbc). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (updated patient codes, ime e2402: "sinus tract, ileus, labs abnormal for wbc"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced scar tissue, inflammation, blood clots, stomach drainage, mesh detachment, mesh torn apart at midline, pain, abdominal wall sinus tract/mesh infection, recurrence, small bowel obstruction, adhesions, two abdominal wall sinuses which have not healed, limited mobility, small bowel ileus, inflammatory fibrous serositis, hemorrhage, fat necrosis, abscess, edema, labs abnormal for wbc, fibrosis, seroma, enterotomies, extremely diseased fascia, mesh tore away, hematuria, abdominal pain, open draining abdominal wound, bloody purulent fluid, bilateral lower extremity dvts, (&) multiple bilateral pulmonary emboli. Post-operative patient treatment included abdominal wall reconstruction, revision surgery, removal surgery, hernia repair with new mesh, lysis of adhesions, x-ray, CT scan, IV fluids, IV antibiotics, ng tube, small bowel resection and anastomosis, bilateral component separation, dissection of diseased tissue, pain medication, hospitalization, antibiotics, (&) anti-coagulation medication.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced mesh torn apart at midline, pain, abdominal wall sinus tract/mesh infection, recurrent incarcerated ventral hernia, small bowel obstruction, extensive lysis of adhesions, and two abdominal wall sinuses which have not healed. Post-operative treatment included revision and removal surgery.